Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with a blood glucose (bg) level of 500 mg/dl and diabetic ketoacidosis. The customer was treated with insulin drip. During troubleshooting with tandem's technical support, it was noted that no drops of insulin were seen coming out of the tubing. Also, customer noted that the luer lock connection was loose and that insulin may have been leaking at the luer lock. The customer reconnected the luer lock connection and saw insulin coming out of the tubing. A follow up with the customer indicated that they were released from the hospital on (B)(6) 2016 and that the customer resumed insulin therapy with bg levels in target range.